Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, the valve was loaded and an infold of the valve to the third node was observed under fluoroscopy. As the valve was deployed, the infold extended throughout the bioprosthesis. The valve was recaptured and removed. The valve was placed into hot saline in order to reload the valve. Upon reloading the valve, fluoroscopy revealed an infold crossing further than node 4. The valve was removed. Additionally, the loading system l-evolutfx-34 was reported to be contaminated. A new valve was used for implant. Additional information was received indicating that a new loading system and delivery system were used to implant the second valve. It was also confirmed that the initial loading system was contaminated with the patient's blood and that's why it was exchanged for a new loading system. Additionally, a procedural delay occurred because of the infold. And according to the physician, the patient's anatomy did not contribute to the infold.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Section e - prefix, first and last name. Section h6 - imf/annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, the valve was loaded and an infold of the valve to the third node was observed under fluoroscopy. As the valve was deployed, the infold extended throughout the bioprosthesis. The valve was recaptured and removed. The valve was placed into hot saline in order to reload the valve. Upon reloading the valve, fluoroscopy revealed an, infold crossing further than node 4. The valve was removed. Additionally, the loading system l-evolutfx-34 was reported to be contaminated. A new valve was used for implant.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012289397); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012421125); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.